Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for non-malignant pain. The patient reported that when they got the implantable neurostimulator (ins), they were told to increase the stimulation until they felt a ¿tingle.¿ the patient stated that they are unable to increase the stimulation intensity to the point where it tingles. They mentioned that they weren¿t able to recharge the ins 3-4 months after implant because they were in the hospital for an unrelated medical issue. The patient explained that when they try any increase the intensity of their stimulation, they see a screen on the controller that the stimulation cannot go any higher. They also stated that the ins doesn¿t seem to be helping control their pain. The patient mentioned that when they charge the ins, it only lasts for about 1-1.5 hours before they need to charge it again. They added that this has been an issue since implant. The patient had an appointment with their healthcare provider, and wanted a manufacturing representative (rep) to be there. Communication was sent to the field. No further complications were reported or anticipated.